Event description:
Acct. Reports "set leaking at y-connection, at location of bonding of tubing to y-connection. Multiple lines attached to PICC line. PICC line lost x2 pts. Customer questioning role of leaking line loss of patency of PICC line. No pt. Injury reported.